Event description:
On (B)(6), 2010, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6), 2011, the pt underwent another procedure to address distal trunk migration and the resulting type I endoleak. The endoleak resolved with placement of an aortic extender.

Manufacturer narrative:
Method - a review of the mfg records has been conducted. Results - the mfg records review verified that the lot met all pre-release specs.